Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was disconnecting the following information was received by the initial reporter with the following : tubing complaint ¿ mds team jamilyn stated that they changed to dehp tubing 3 months ago. She then stated that ¿last fall we had primary long line IV sets that were disconnecting from the patient at the luer lock. Clinicians were double gloving.¿ no patient harm. No other details.

Manufacturer narrative:
It was reported by the customer that they had primary long line IV sets that were disconnecting from the patient at the luer lock. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the material number and lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.